Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the bravo capsule failed to attach. No patient harm. The device is expected to be returned for investigation.